Event description:
It was reported that the 9600 system had a temperature sensor error at boot up. Also, the vertical lift column would not go up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The temperature sensor cable was replaced. The lift column was cleaned and lubricated and the s-ram was replaced during the service call. The system was tested and found to be working as intended and put back into service.